Event description:
Complainant states that coag would not work. Bleeding had to be stopped with direct pressure for 40 minutes.

Manufacturer narrative:
As of (B)(4) 2013, the leep generator sub-assembly has not been returned to coopersurgical. Once the product is received and investigated, a follow up MDR will be submitted to FDA. (B)(4).